Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: could not get the wand to stop so had to unplug at the crossfire machine. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damaged bond of the polyimide and suction tubing causing fluid ingress to the pcb which can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.